Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2021: 32 mg/dl and 215 mg/dl. It was reported the patient received the following results within 15 minutes on (B)(6) 2021: 118 mg/dl and 577 mg/dl.